Event description:
It was reported that the user¿s CGM sensor had expired and the iLet pump stopped delivering automated insulin after the BG run mode limit was reached, and the user continued manual fingerstick entries; the user did not start a new sensor and was advised to shut down the pump and use backup therapy until a replacement sensor was available. Symptoms included hyperglycemia. Outcomes included the need for medication management as an unexpected medical intervention, without hospitalization and classification as a serious injury or illness. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified related to an improper or incorrect procedure, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.